Event description:
It was reported that the lead had a bent helix and was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. Blood/body fluid was present on the helix mechanism. Visual analysis observed a bent/distorted helix, and there was apparent implant damage. The full lead was returned.